Event description:
In 2008 at 2:31 pm, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter "powers off during use." The complaint was classified based on the customer service rep (csr) documentation. This pt tests his blood glucose twice a day and manages his diabetes with pills, diet and exercise. On the same day sometime before contacting lfs csr, the pt reportedly noticed that the subject meter powers off during use. As a result, the pt reportedly did not make any changes in terms of his diabetes treatment. Sometime after the meter issue, the pt claimed of developing symptoms of "cold sweats and chills" and reportedly administered self-treatment with food and/or beverage at 1:30 pm. Approx. One hour after the pt reportedly administered self-treatment, the pt contacted lfs csr to troubleshoot the subject meter. During the call, the following was verified by csr: the pt did not replace the battery per the owner's manual and the pt does not have an extra battery to replace the meter with. This was not a new out of box product. There was no meter trauma. The pt's products have been replaced. The complaint is being reported due to the following conclusions: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.